Event description:
Home care nurse had reported an over infusion of tpn. Total bag volume was 3500 including overfill - therapy was 10 hrs with a 1 hr ramp up and 1 hr down. At the end of 8 hrs the bag was empty. Technician reported that this is the second time this particular patient has received an overinfusion. No patient injury or medical intervention reported.